Event description:
Very early in the phacoemulsification the pt had a sudden pinch of pain. Phacoemulsification was stopped and it was noted that the wound had widened indicating a phaco wound burn. The wound was further widened with the keratome and the cataract was removed without difficulty. Lens placed. The epithelium and area of the wound burn was brushed off with the weck-cel and the wound was closed with a 10-0 nylon suture and outer layer closed with 6-0 chromic.